Event description:
On 2/24/98 the pt underwent surgery to repair a left supraprosthetic femur fracture with marked comminution. The pt underwent open reduction and internal fixation at the time utilizing a nine hole biomet cable plate and bone graft. The pt did well and demonstrated radiographic evidence of healing. However, the pt has marked bone deficiency within the femoral shaft secondary to previously placed prostheses and inadequate bone stock. On 9/11/98, the pt presented himself to the ER with complaints of increased left pain. X-rays were obtained which demonstrated disruption of the nine hole cable plate, above mentioned along the previous fracture site. On 9/10/98 the pt went to surgery to repair the nonunion of the left femoral fracture. At that time the cable plate was removed.